Event description:
An endovascular stent with delivery system was successfully deployed at the target lesion site in the pt's right axillary vein. The stent subsequently migrated to the pt's right atrium necessitating open heart surgery. The stent was successfully withdrawn from the pt's right atrium during surgery and the pt's valve was replaced. The pt is pacemaker dependent. There were no add'l clinical sequelae reported relative to the event.